Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump display screen is stuck. Customer's blood glucose was 255mg/dl at the time of incident. Troubleshooting found that the customer was able to prime the pump but the display screen was unable to move through the menus. Customer indicated that they were on a manual injection. There was no further information provided by the customer or by troubleshooting.